Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. Although the lot numbers were received and the device history records were reviewed, it was found to be conforming. There is no indication that there is a product failure. An updated report will be submitted once we received more information. (B)(4).

Event description:
It was reported that the pt received a durom us acetabular component 50/44 j on (B)(6) 2007 on his left hip. Pt is currently being monitored due to loosening of the cup.